Event description:
It was reported that sparking was observed from frayed and exposed wires on the power supply cable. The patient electronics device was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
One cardiomems power supply was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The field reported event of sparking was not replicated but the reported event of exposed wires on the power supply cable was confirmed.